Event description:
Patient admitted with rhabdomyolysis. Treatment included fluids. Boluses administered, then patient transferred to observation unit. Normal saline to infuse at 200 ml/hr. New bag at 0014. Pump stopped at 00:38 (nurse situated patient and lines). 01:22 - pump on, standby mode briefly. Per log report at this time: transition to not connected state. Pump run at 200 ml/hr (no error provided to nurse). 05:03 volume complete. No bag change - additional 800 ml vtbi added to pump. 09:02 pump stop and no bag change - 900 ml vtbi added to pump. 14:12 - stop. Vtbi 33 ml remained. Per pump, total volume infused 2448 ml. Nurse noted significant volume still remained in bag. Pulled pump out of service, sequestered. New pump started. New orders obtained to continue fluid resuscitation for rhabdomyolysis treatment.